Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4) showed no significant anomalies and functioned properly throughout the duration of the testing.

Manufacturer narrative:
Concomitant product: product ID 37754, serial # (B)(4), product type recharger.

Event description:
It was reported that the patient experienced a shocking/jolting sensation from their implantable neurostimulator (ins). The patient stated that the stimulation was in the right areas but noted intermittent jolting. Diagnostics and troubleshooting included reprogramming and impedance testing. All impedances were found to be within normal limits. The action required as a result of the event was that reprogramming was performed. The cause of the issue was not determined and that the product issue was not resolved. It was reported that there were no patient symptoms or complications associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information received 4 days later confirmed that the patient experienced a shocking/jolting sensation. It was noted that the patient had come to (B)(6) from (B)(6) and was seen in the neurosurgical clinic by the manufacturer¿s representative. It was reported that the patient was about 10 weeks post-op and stated that they had intermittent shocking ¿out of the blue¿ and that they stimulation would turn off inexplicably. It was noted that the patient did not mention any falls or trauma to the representative. The patient¿s ins was reprogrammed so it would be more consistent stimulation and cover a broader area on the lead component. The representative had not heard from the patient since the appointment on (B)(6) 2014. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their implant was explanted on (B)(6) 2014 because of lead movement that happened a couple months before the surgery. No further complications were reported/expected.

Event description:
.

Event description:
Additional information received reported that the patient had greater than 50% reduction in symptoms. The implantable neurostimulator (ins) and the leads are the components that were involved in the event, but the cause of the issue was not determined. It was noted that reprogramming and an impedance check were performed. The patient was receiving effective therapy, aside from the intermittent shocking and jolting.

Event description:
Additional information received stated that the patient was experiencing a surging a sensation three to four times a day randomly, and was not prompted by trauma/event. The patient¿s healthcare provider (hcp) was wondering what the next step was and was considering replacing the implantable neurostimulator (ins). It was suggested to the patient that he disable the adaptivestim to see if this would help, but this was previously tried without any change or success. It was suggested to replace the ins. No additional interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was turning on and off. The manufacturer¿s repre sentatives (reps) guess what that this was related to the fact that a lead was placed cervically with multiple programs and someone turned on adaptive spinal cord stimulation (scs). The rep. Doubted that this was ins related but that it was program related. The clinicians were expecting this to not be a device issue. It was most likely patient lack of understanding combined with poor programming by whoever set up the adaptivestim. The paddle lead was placed in the cervical spine. The patient had five different programs with two different groups and for absolutely unknown reasons adaptivestim was turned on which was not going to be effective with a cervical lead. Impedance testing was performed. The cause of the issue was not resolved and the cause was not determined. As a result a replacement was required on (B)(6). No patient symptoms or complications were associated with this event. At the time of the report the patient was alive with no injury. As far as the rep. Knew the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was possibly defective. The problem had been ongoing since (B)(6) 2014. The product issue was unresolved. It was unknown if battery depletion occurred. It was unknown if diagnostic testing or troubleshooting occurred. The patient symptoms were unknown. The patient would be explanted on (B)(6) 2014.